Event description:
It was reported that the bd maxzero needleless connector had disconnected. The following information was provided by the initial reporter: the valve is disconnecting from the central veinous catheter during the perfusion. Additional information received from the customer: did the patient or user suffer any harm? If yes, please explain yes, pulmonary embolism => transfer to lille for hyperbaric chamber. Please confirm if this problem was identified during use on the patient yes please confirm if a leakage has been identified. No, finally the valve has been disconnected. Please confirm how the fault was identified. Patient is desaturating, please confirm if the fault was identified during priming or during infusion. If during infusion, when? During infusion, on central kt please confirm the infusion configuration: gravity or pump, infusion line height, patient entry point, infusion flow rate and pressure, infusion line configuration (other extensions or accessories), etc. Kt central trilumiere 7f 16cm from teleflex cs12703e please confirm the make and model of the connected product(s). Kt central trilumiere 7f 16cm from teleflex cs12703e on one side and on the other side prolongateur voie distale ref 011-mc330524 from ICU. Please confirm if there is any visible damage to the device, such as cracks, burrs or deformation of the plunger. No please confirm which substance was being infused at the time of the incident. Amine could you please confirm if samples are available for investigation? If yes, please specify if samples, no.

Manufacturer narrative:
Device evaluation: a mz1000 product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot 24025827. The feedback provided by the customer states that, "the valve is disconnecting from the central veinous catheter during the perfusion." Further information from the customer has stated that as a result of disconnection patient suffered pulmonary embolism and was transferred to lille for hyperbaric chamber. The incident was observed during infusion of amine and the connecting products used were kt central trilumiere 7f 16cm from téléflex cs12703e on one side and on the other side prolongateur voie distale ref 011-mc330524 from ICU. Moreover, no damages were observed with the product. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24025827 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 in the past 12 months.